Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be loose motor coupling screws. "To correct the condition, the motor coupling screws were tightened to 4.3 in-lb". A 510k number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code f73. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.